Event description:
Zevex enteralite infinity pump 500ml feeding bag set connector broke at the end leaving pieces of the end connector inside the child's "j" feeding tube. Mother reports that it probably happened the night before with a different feeding bag as red pieces were found in the child's stool, so it passed through. Mother of child saved the pieces and end tubing of this bag for inspection.

Manufacturer narrative:
After the complaint was rec'd, zevex requested and rec'd the subject red barbed adapter and another red barbed adapter from the same lot from the end user. The red barbed adapter is injection molded using abs plastic resin. Upon receipt, the devices were quarantined and a failure investigation was initiated. The red barbed adapters rec'd from the customer were examined. The unused red barbed adapter was undamaged and there were no signs of molding or other defects. The used red barbed adapter was inspected by the engineering dept which shows that the end was broken in two areas. First, the very tip of the red barbed adapter was broken off in a clean break resulting in a single 0. 030-inch ring. The next section broken off was approx 0.200 inches long also cleanly broken. This break occurred at the transition of diameter where it steps from the 0.19 outer diameter to the 0.24 outer diameter. These types of breaks are consistent with a perpendicular to the long axis side bending force causing a fracture. When put under a side load, a fracture point may normally occur at a corner or notch, consistent with this failure. In total there were three separate broken pieces. All three of the broken pieces were inspected at 10x optical magnification. There was no evidence of molding defects on the external or internal portions of the pieces. Each piece was completely formed and there were no visual signs of voids of short-shots. There were no visual signs of degraded abs resin. Each piece of the red adapter has been retained. A 16fr mic transgastric jejunal feeding tube was used in testing 5 red barbed adapters for fit and function. There is a definite stopping point when the red barbed adapter is inserted completely in the gj tube. There were noted issues with the fit and function of the red stepped adapter and the gj tube insertion point. The red barbed adapters were then deliberately broken while inside the gj tube in an effort to replicate the complaint. The complaint could not be duplicated with similar results of breakage to the red barbed adapter. The fractures were entirely different than those in the reported complaint. The gj tube's rigid material that mates with the red barbed adapter was measured and was found to be 0.147" and continues to reduce in diameter past the rigid material into the silicone feeding lumen. The pieces rec'd were measured to be 0.181" and 0.215". The pieces were too large to pass through the gj tube. The pt's mother was contacted for more info on two separate occasions. The mother also stated the pieces that were sent to us did not actually pass through the pt, but were pulled from the gj tube with forceps. The mother said she did see bright red pieces of something in the child's stool, but did not investigate because she thought it could have been pieces of a crayon. The complaint could not be duplicated. A root cause could not be determined. No further actions will be taken at this time.